Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the patient) and reported that the patient's blood glucose (bg) levels had been running high for the previous few days. The patient had unspecified high bg numbers and was vomiting. She also mentioned that the patient had an ER visit and was treated with insulin and saline. According to the reporter, the patient and her father visit an "(B)(6)" on (B)(6) 2011, and the "(B)(6)" informed them that the pump was not delivering basal insulin correctly. Through troubleshooting, the animas representative involved in this contact noted that the basal total for (B)(6) 2011, was different than the tdd. The tdd for (B)(6) 2011, was 20.26 and the basal total was 25.54. The patient was reportedly taken off the pump and given levemir and apidra until the pump could be replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed ketones and received insulin treatment during a visit to an ER. In addition, the reporter claimed that the pump tdd and basal totals were not adding up correctly.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The history indicated a manual time change occurred on (B)(6) 2011, from 6:28 pm to 8:28 am, resulting in the pump history appearing to be inaccurate. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, investigation revealed a stuck battery cap. This is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.